Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences related to this event.

Manufacturer narrative:
The reported event of heat was not duplicated during the functional evaluation. Upon disassembly, the technician noted the driveshaft and rotor bearings were gritty.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences related to this event.